Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 27-jul-2018: device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: on investigation, the pump was completely unresponsive and unable to power on. Investigation duplicated the power complaint. Unrelated to the original complaint, there was moisture noted behind the display lens and the battery compartment and the pump case were cracked. Leak testing showed moisture ingress into the pump at the site of the case crack. There was evidence of moisture contamination throughout the interior compartment of the pump affecting the internal components. The pump was confirmed to be unresponsive due to internal moisture contamination.